Event description:
Sales rep. Reported that the doctor did acl reconstruction using calaxo screw on a patient in 2006. Three months post-op, patient presented with swelling over tibia screw sight. The patient required two additional surgeries. The doctor has had at least four calaxo patients with problems (swelling, cyst).

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation. Doctor reported total of 4 issues with cyst, swelling. However, no patient information, catalog numbers, lot numbers or incidents dates are available. Therefore,one medwatch report is being completed to reflect all four issues.